Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for motor errors and no delivery. The customer did not know the blood glucose reading. The no delivery alarm did not occur during the manual prime. The customer was not able to troubleshoot at the time of the call and was advised to call back whenever the no delivery issue recurs.